Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient experienced "jumping" in the pocket area every 20 seconds. The device was re-programmed to oao mode, and the "jumping" was still being experienced. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced "jumping" in the pocket area every 20 seconds. The device was re-programmed to oao mode, and the "jumping" was still being experienced. The device is still in use. No patient complications have been reported as a result of this event. The patient continued to complain of being "shocked" and constantly "jumping". The device had been reprogrammed to odo mode. All testing has been within normal limits. The device was removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found no anomalies.